Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Customer reports: one liter bolus ordered. It was hung piggyback to maintenance fluids at 0040 am. At 0210 am the pump alarmed "air in line". Upon inspection, both bags of fluid were empty. There should have been 372.4 ml of the bolus left and 587.1 ml of maintenance fluids left to be infused. No patient harm from the over infusion. Customer indicated medwatch number to be (B)(4). The pump overinfused the solution.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. (B)(4). The device involved was not been received for evaluation and the pump logs were not received for review. Without the actual device or logs a thorough investigation could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow-up report will be filed.